Event description:
The company received a report where it was claimed that the device did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplememtal report.